Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient experienced situations where her stimulation was reducing in intensity and then returning to the set intensity level. Lead diagnostics revealed no anomalies. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention to remove and replace her ipg on (B)(6) 2015 which resolved the issue.